Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they lost the insulin pump's battery cap and ran out of infusion set that led to their hospitalization. Customer reported they started taking manual injection but was not working and decided to go to the hospital. Customer was admitted to the hospital due to diabetic ketoacidosis around middle of (B)(6) 2018. The customer was not wearing the insulin pump at the time of admission. No further details were provided. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.